Event description:
Patient reported various issues with her insulin pump, including minor timekeeping inaccuracies, difficulties in transferring blood sugar readings to the bolus screen, charging issues, inaccurate cartridge readings, and problems with sensor calibration. Despite these problems, her a1c level remains very good. There was no adverse impact to her blood glucose level. Patient chose not to engage in troubleshooting with technical support and is instead in the process of obtaining a new pump through her insurance.